Manufacturer narrative:
The insulin pump received with constant motor error alarm during rewind due to cracked motor flex traces. Analysis was unable to confirm motor position encoder error and perform functional test including displacement test, basic occlusion, occlusion, prime/ compromised force sensor, and excessive no delivery alarm test due to motor error alarm. There was no physical damage noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 344 mg/dl. The customer states he dropped the pump on carpet and now he has motor error. The customer states the pump was not exposed to a high magnetic field and they are able to rewind the pump. The customer stated went to the hospital, due to severe stomach pains. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.